Manufacturer narrative:
D10 - product returned. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results - there are no previous complaints of the same code-batch. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread. However, without any closed sample we cannot carry out an analysis in order to make a decision. Review of the batch manufacturing records showed this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyze it.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a safil pack. Upon opening the packet, it was noted that the needle was loose. Additional information is not available.